Event description:
A vaginal hysterectomy procedure was performed with no noted events or observations noted. Patient was released from the hospital. Patient returned to 2 weeks later with what appears to be 3rd degrees burns vaginally internally and externally. Device was discarded and not available for analysis.